Manufacturer narrative:
(B)(4). This is a report of air bubbles that were present in the patient line of the cassette due to the patient connecting the patient line extension set to the setup after the patient line had already been primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line of the cassette during the initial drain phase of peritoneal dialysis therapy on the homechoice machine. The patient was connected to the device at the time of the event. During troubleshooting, it was discovered that the patient line extension set was connected to the setup after the patient line had been primed. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient restarted therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.